Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient was sleeping when display device alarmed and his dog woke him up. The egv was 300 mg/dl and the patient was diaphoretic and shaking. He checked the bg and it was 28 mg/dl. The patient self treated with a glucagon pen. The patient presented to the hospital with the mother. After treatment, the bg was 238 mg/dl and the egv was not documented. The patient was discharged after 2 hours. At the time of contact, it was indicated that the patient was stable. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.